Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morpholgy are unknown. It was reported that the physician was unable to cannulate the contralateral gate because the gate was in the tightest portion of the distal aorta. The physician elected to convert the device to an aorto-uni-iliac device; therefore, a 28 mm aortic cuff was implanted in the flow divider and a femoral-femoral cross over was performed. The patient tolerated the procedure well. No clinical sequelae were reported, and the patient is reported to be doing well.